Manufacturer narrative:
The reported complaint was confirmed. Per supplier's evaluation, manufacturer reported this error would occur 50% of the time upon power cycle, and as the error did not appear after manually cycling approximately 50 times. Supplier devised a test wherein the device would power cycle every two seconds while polling every 250 milliseconds after cycling over 5000 times, no cycle exhibited the erroneous readings. Supplier retested for original issue as well as cycling under flow to see if readings could get stuck at 5.1 standard liters per minute (slpm) after several hours of cycling. Supplier's technician could not repeat either error. Device was opened and the board was inspected under microscope for signs of component damage. No damage was apparent and all voltage test points read correctly. As a result, device was returned to manufacturer to see if their technician could reproduce the original error. They were unable to recreate the error. It was at this time that the manufacturer reported they also witness flow readings get stuck around 5.1 slpm. The sensors were opened up and wire bond pull test was performed and passed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the reported gas flow on the central control monitor (ccm) was locked at 5.29 liters per minute (l/min) indicating that the flowmeter under test was not functioning as intended.

Manufacturer narrative:
Per the srt, he entered a perfusion screen and it immediately began having trouble adjusting the flow up and down repeatedly. Eventually, the system displayed a ¿knob adjust only¿ message. Upon checking the electronic patient gas system (epgs) data logs, there was a ¿flow control fault¿, and "oxygen (o2) sensor and blender disagree¿ fault. The latter may be because the epgs had not been calibrated yet. He cycled power on the epgs and the flow stabilized but was reading incorrect flow. The central control monitor (ccm) reported 1 liter per minute (l/min), but the external flowmeter reported 4.34 l/min. When ccm=3 l/m, external flowmeter=6.45 l/min. When ccm=5 l/min, external flowmeter=8.56 l/min. The srt replaced the flowmeter. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the unit was reading the flow inaccurately. There was no patient involvement.